Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that during the implant it was not possible to insert the tachy lead in the vessel because the lumen was partially occluded by the existing leads. The lead was not used. No patient complications have been reported as a result of this event.